Event description:
Reporter indicated that vns patient cannot hear out both ears as well as they used to. It was also reported that the patient had experienced a slight increase in seizure activity. Further follow-up revealed that the patient's seizures worsened and that the patient was taken to the local hospital. The patient is no longer hospitalized and plans to follow-up with neurologist, but is having difficulty locating one in their area who accepts their insurance plan. Additionally, the patient now reports continous ear pain in both ears.